Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-11496 and 2134265-2017-11495. It was reported the automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, automatic pullback failure occurred. The motor drive unit 5 plus was replaced, however it did not improved. So manual pullback was performed. No patient complications were reported.